Manufacturer narrative:
The wheelchair has not been returned to the manufacturer for evaluation and it is unknown if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation.

Event description:
On (B)(6) 2011, a sunrise medical (us) llc account manager was contacted via email by one of our authorized dealers. The dealer stated that on approximately (B)(6) 2010, a patient was in their wheelchair when the front caster housing bolts broke off causing the patient to fall to the ground. The fall allegedly caused the end user to sustain a serious injury. The serious injury sustained was a broken wrist.